Event description:
Product complication: none. Time of complication: during hospitalization. Start date. 2005. Symptoms: hematoma at insertion site, hypotension and not moving right side as well. It was reported that during hospitalization in 2005 ( 1 day post-operative ) the patient developed an hematoma at the right femoral insertion site and was transferred to ICU after becoming hypotensive. The patient received three units of prbc's. 2 days later, attempts were made to ambulate the patient; however, it was noted that the patient could not move their right side. The patient experienced a stroke. An MRI scan showed small acute embolic infarctions in the left cerebral hemisphere without mass effect or shift. The patient was evaluated by rehab. However, not found to be a candidate. The patient will be transferred to a transitional care facility for physical therapy. No additional information was available.